Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Flexible drill shaft broke during case. There were no delays or detrimental effects to patient.